Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was giving her inaccurate low readings as compared to her feelings/normal results. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that at an unspecified date and time in (B)(6) 2012, she obtained the alleged low reading of "70mg/dl". The patient stated that she manages her diabetes with oral medications, 10mg of lisinopril and 5mg of glimiperide, and denied making any changes to her usual diabetes management routine in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the patient claimed to have developed symptoms of "lightheadedness and of frequent urination" but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have any control solution available. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.